Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). A customer alleged a result discrepancy with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems batch g09245. The patient initially received a negative result in (B)(6) but was retested with a new sample collection upon landing in (B)(6) on an unknown platform, which generated a positive result multiple times. Based on all of the information provided in the case it supports that the test is functioning as intended. It is likely the discrepancy alleged by the customer between the assays is due to sample and/or site-specific factors as the samples were collected at separate times in separate countries or the differences in technology. Although unknown, the patient could have potentially been infected after being tested initially in (B)(6) or could be near the limit of detection of the test or a mutation not detected by the test could have been present resulting in a negative result. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged a result discrepancy with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems batch g09245. The patient being tested did not show any symptoms, but was being tested for clearance to travel. The patient was initially tested in (B)(6) first, where they received a negative result, and then traveled to (B)(6) where a new sample collection was taken and tested in a lab which generated positive results. The sample collected in (B)(6) was repeated and again generated positive results. The original patient sample was collected and tested in (B)(6). The customer collected the oropharyngeal sample with swab in pcr medium and pretreated the sample with guadinium to inactivate it and vortexed for 5 minutes prior to loading onto the instrument; this step is considered a non-recommended practice. The effect of this pre-treatment is not known. The pretreatment could have contributed to the discrepancy alleged by affecting the cts generated. As stated in the method sheet: false negative or invalid results may occur due to interference. Additionally, cobas pcr media is only validated for use with nasal swab specimens, and therefore it is considered a non-recommended practice to use pcr media for other specimen types. Although requested, no information regarding the test used, workflow or data from the lab in (B)(6) for the retests will be available. Review of the data provided from the result generated on (B)(6) 2020, showed the curves of the controls appeared normal and the CT's generated for the positive control were in line with release data. The performance of the ic in the run was consistent. Overall no run performance issues were observed during data analysis. The curves of the (B)(6) sample appeared to be completely flat and the ic performed consistently with the run overall. This sample was the only discrepant result alleged in the run. Based on all of the information provided in the case it supports that the test is functioning as intended. It is likely the discrepancy alleged by the customer between the assays is due to sample and/or site-specific factors as the samples were collected at separate times in separate countries or the differences in technology. Although unknown, the patient could have potentially been infected after being tested initially in (B)(6) or could be near the limit of detection of the test or a mutation not detected by the test could have been present resulting in a negative result. There was no harm alleged in this case.